Manufacturer narrative:
It was reported that "when she was assisted to be placed on wheelchair her feet slid and wheelchair went back. It did not stay in place. She fell down and fractured her hip." Due to this, surgery and therapy was required. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheelchair not locking.